Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. Review of the failure matrix analysis was carried out and this had indicated that the risk was included, and the current controls were sufficient. The current rating for the failure mode in question is within the expected levels for the complaint. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported.

Event description:
Hold vm event description: ecn event description: following right femoral access a bsc starter guidewire ref (B)(4), lot 8451903 was inserted into the ivc through the versacross connect dilator (vxak0041 lot 34365708) and the faradrive sheath (m004pf21m402 lot unknown). The versacross connect dilator and faradrive sheath were advanced over the bsc starter guidewire to the svc. At this time the starter was was withdrawn from the versacross dilator and became stuck inside the dilator. Despite significant forces the wire could no longer be advanced or retracted from the dilator. The wire started to unravel due to the force applied. It was determined to withdraw the dilator and wire together and replace. The versacross dilator was replaced with the faradrive dilator and used to complete the procedure successfully without patient complication. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: replacement of versacross dilator and guidewire. What is the next course of action?: defective versacross connect dilator and bsc starter wire will be returned for analysis. A replacement vxak0041 versacross connect kit should be delivered to the customer. Patient present at time of event?: yes patient complications: no patient complications procedure number: pn-2242157 event date: 2024-8-2. As reported device codes: 1457: entrapment of device or device component, 1816: material deformation as reported patient codes: 9398: no clinical signs, symptoms or conditions device/procedure outcome: procedure completed,unable to use device - attempted,different device used (different model) patient outcome: f26: no health consequences or impact.

Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported.

Event description:
Event description: ecn event description: following right femoral access a bsc starter guidewire ref m001491180 lot 8451903 was inserted into the ivc through the versacross connect dilator (vxak0041 lot 34365708)and the faradrive sheath (m004pf21m402 lot unknown). The versacross connect dilator and faradrive sheath were advanced over the bsc starter guidewire to the svc. At this time the starter was was withdrawn from the versacross dilator and became stuck inside the dilator. Despite significant forces the wire could no longer be advanced or retracted from the dilator. The wire started to unravel due to the force applied. It was determined to withdraw the dilator and wire together and replace. The versacross dilator was replaced with the faradrive dilator and used to complete the procedure successfully without patient complication. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? Replacement of versacross dilator and guidewire. What is the next course of action? Defective versacross connect dilator and bsc starter wire will be returned for analysis. A replacement vxak0041 versacross connect kit should be delivered to the customer. Patient present at time of event? Yes patient complications: no patient complications procedure number: (B)(4) event date: 2024-8-2. As reported device codes: 1457: entrapment of device or device component, 1816: material deformation. As reported patient codes: 9398: no clinical signs, symptoms or conditions device/procedure outcome: procedure completed, unable to use device - attempted, different device used (different model) patient outcome: f26: no health consequences or impact.

Event description:
Event description: ecn event description: following right femoral access a bsc starter guidewire ref m001491180 lot 8451903 was inserted into the ivc through the versacross connect dilator (vxak0041 lot 34365708)and the faradrive sheath (m004pf21m402 lot unknown). The versacross connect dilator and faradrive sheath were advanced over the bsc starter guidewire to the svc. At this time the starter was withdrawn from the versacross dilator and became stuck inside the dilator. Despite significant forces the wire could no longer be advanced or retracted from the dilator. The wire started to unravel due to the force applied. It was determined to withdraw the dilator and wire together and replace. The versacross dilator was replaced with the faradrive dilator and used to complete the procedure successfully without patient complication. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? Replacement of versacross dilator and guidewire. What is the next course of action? Defective versacross connect dilator and bsc starter wire will be returned for analysis. A replacement vxak0041 versacross connect kit should be delivered to the customer. Patient present at time of event? Yes, patient complications: no patient complications procedure number: pn-2242157 event date: 2024-8-2 as reported device codes: 1457: entrapment of device or device component, 1816: material deformation as reported patient codes: 9398: no clinical signs, symptoms or conditions device/procedure outcome: procedure completed, unable to use device - attempted, different device used (different model) patient outcome: f26: no health consequences or impact.

Manufacturer narrative:
The customer returned the guidewire in a dhl box. The guidewire was contained in double plastic zip-lock styled bags each marked biohazard and wrapped in bubble wrap. The guidewire was placed into the bag and returned with the versacross device it was used with. 3cm of the coil was returned in a nalgene tube. A visual and microscopic examination of the returned product was completed, and the following features were observed: this is 3-piece construction: coil, core, and ribbon, with ribbon and coil are welded at the distal end. The core, ribbon and coil are welded at the proximal end. The guidewire returned sheared at multiple locations on the distal end, with 3cm of the coil returned in a nalgene tube. A separate plastic bag containing the versacross sheath was sent back with the guidewire. The customer stated: "the versa cross was sent back with the starter guidewire because the piece of the guidewire that was stuck in the versa cross was cross sectioned". The coil was stretched on the distal section and the guidewire was subsequently sheared by a sharp object. The core was left fully intact. There were bends present at 34cm from the distal end of the exposed ribbon, and 47cm from the proximal weld. The 3cm of coil returned in the nalgene tube had shearing on both sides, with no ribbon visible. This suggests that this portion of coil was sheared on both sides with a sharp instrument. The returned versacross device cross-section, which was approximately 1cm in length shows that there was 0.6cm a portion of guidewire trapped in the versacross sheath. There was no distal weld returned, however it is possible that the distal weld is still trapped inside the versacross sheath tubing. No anomalies were observed to indicate a manufacturing issue with the proximal weld. The proximal weld was intact. No other damaged was noted on returned guidewire. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. Review of the failure matrix analysis rsk-dfmea-000049 rev.4 was carried out and this had indicated that the risk was included, and the current controls were sufficient. The current rating for the failure mode in question is within the expected levels for the complaint. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported.